Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. During the visual analysis, abraded openings were observed on inner tubes adjacent to each other. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubes. Though it is difficult to state conclusively, this observed condition may be a contributing factor for the reported ¿low impedance¿ allegation. With the exception of the observed abraded openings, the condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product. No further relevant information has been received to date.

Event description:
Generator analysis was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. The generator data revealed an earlier start date for the low impedance. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The explanted generator and lead were received for analysis. Product analysis has not been completed on the suspect product to date. No further relevant information has been received to date.

Event description:
The patient's generator was being replaced and could not be interrogated before the surgery due to low battery. The surgeon replaced the generator and system diagnostics showed low impedance. The lead pin was reinserted and impedance was still low. The surgeon analyzed the part of the lead that could be seen and did not observe any issues. The generator was then connected to the test resistor and generator diagnostics were performed, which resulted in ok impedance. The surgeon decided to leave the new generator implanted, and the lead was replaced at a later date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The explanted products have not been received for analysis to date. No further relevant information has been received to date.